Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for air bubble anomaly. The customer¿s blood glucose was unknown. Customer reported air bubble found in reservoir and size of air bubble was 1 cm. Customer reported that air bubbles occurred after 24 hours. Customer not stored insulin by room temperature: customer performed high pressure test and no leaks detected. The reservoir will not be returned for analysis.